Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075581. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 521488.

Event description:
It was reported that patients spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator (scs) where in all devices were replaced and patient was doing well post operatively. The explanted device will not be return as it was discarded at the hospital.